Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. Interrogation of the pacemaker prior to the procedure noted that the right atrial (ra) lead had failed to capture. Fluoroscopy was performed, and the lead was in position. The ra lead was explanted and replaced. The patient was discharged with no adverse consequences reported.